Event description:
It was reported that a physician, trained in the use of the prostar xl device, attempted arteriotomy closure of a common femoral artery (cfa) after placement of a thoracic endoprosthesis. Reportedly, during pre-closure, the prostar device was placed, the needles deployed and the sutures were left aside. The graft was placed in the aorta and the 24 fr sheath was removed. Vessel closure was attempted by advancing the knots without complications, however arterial bleeding was still observed. A decision was made to surgically close the access site, and at that time, a tear at the cfa was noticed. The tear and the access site were repaired/sutured using a prolene suture. The vascular surgeon indicated that the tear was attributed to the 24 fr sheath removal from the arteriotomy and ruled out that the vessel closure device contributed to it. A femoral angiogram was not taken. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (Concomitant medical products): sheath: 24 fr other: tag thoracic endoprosthesis(gore), introducer gore 24 fr. (B)(4) - failure to follow steps/instructions. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.